Event description:
Additional information was received from a healthcare provider (hcp) and it was reported that the patient had a stall on (B)(6) 2024 at 1:33 pm after MRI and it was not interrogated until they were seen in the office on (B)(6) 2025. The stall was due to the MRI. It was noted the pump was programmed to minimum rate (in case it did recover) and the patient did recover after it was interrogated in the office on (B)(6) 2025 at 10:13 am. It was noted the patient¿s symptoms resolved, but the patient developed dizziness and confusion and had a fall even at minimum rate.

Manufacturer narrative:
H6. Correction: device code: a26 is not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the healthcare provider (hcp) asked for code to permanently shut off pump. The hcp stated that the pump had "ma lfunctioned" after the patient had magnetic resonance imaging (MRI). The pump stalled and did not recover by the time the patient was seen on (B)(6) 2025. The patient experienced increased pain. The agent inquired if pump had been interrogated after the MRI and reviewed information regarding telemetry state. The hcp was unsure if pump had been interrogated prior to (B)(6) 2025 or if logs showed a motor stall recovery. The agent advised caller to check pump logs and to check reservoir volume for accuracy before they decide to shut the pump off permanently. The hcp was not with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient reported that the pump was turned off on 2024-12-01 to 2 025-01-27and turned back on 2025-01-27 to low level. The patient had a fall on jan 27 and jan 28, 2025 on a dumbbell and puncture his diaphragm. The patient stated that they ended up in the emergency room (ER) because they had a subdural hematoma and they had to do surgery on his diaphragm that was punctured from the fall and his lumbar hernia. He was in the hospital, and they told him the level of medicine he was getting was extremely high and he was experiencing an overdose and hallucination and talking to people that did not exist. They had to have the pump removed about a month and a half ago and the catheter did not get removed because it was too dangerous. The patient asked if the pump could be permanently shut off. The patient stated prior to his fall, the pump was functioning good. The patient mentioned he was being represented by an attorney. The patient was redirected to their healthcare provider to further address the issue. Additional information was provided from a consumer stated that the pump went to pathology after it was removed and that the catheter was sutured close because of the danger of pulling it out. He also mentioned that the doctor made a mistake leading to the patient being overdosed and a subdural hematoma occurred. Additional information was provided from a consumer stated that the medtronic pump helped him and there was no complaint about the pump. He will be having cervical surgery and many other surgeries. Additional information was provided from a healthcare provider stated that the patient was in the office since 2025-02-06. The patient was placed at a minimal rate so he was no extremely high dose. The patient had a fall due to ¿?¿ and developed a subdural hematoma. The patient was on high dose of dilaudid 3.041 mg and stalled after MRI. The patient was admitted into the hospital. The hospital did not do anything to the patient¿s pump. His drug information was hydromorphone 0.064 lmg/day. The patient came into the doctor¿s office on 2025-02-06 to shut off the pump. He was never treated with narcan during his hospital stay.

Event description:
Information was received from a patient with an implantable pump. It was reported that the patient was still recovering and receiving additional treatment for the injuries which resulted from the inappropriate restarting of their pain pump of (B)(6) 2025. The patient stated the actions and lack of knowledge of the hcp did not set the pump at its lowest level immediately after restarting the pump causing the patient to experience an overdose of pain medication. As a result of the symptoms the patient experienced due to the overdose, the patient sustained a severe fall. After the fall, the patient was taken to a healthcare facility's emergency room where they were diagnosed with a subdural hematoma, ruptured diaphragm and cervical spine injuries. The patient had to be transferred to another hospital for neurosurgical care where they were hospitalized for 6 days. The patient underwent surgery on (B)(6) 2025 to repair their ruptured diaphragm. The patient stated that they were currently waiting to be scheduled for a cervical spine surgery. The patient was still experiencing residuals from the head injury including headaches, vision issues, and short-term memory loss. In addition to the physical damages, the patient had to forego a job offer due to the ongoing medical issues as a result of this negligence. The patient believed that it was obvious from the stated injuries that they had endured significant pain and suffering. The patient stated that the financial burden and emotional impact has also been felt by their family. On (B)(6) 2025, the patient stated that they arrived for their scheduled office visit for a scheduled pump refill appointment with their hcp. The patient was an established patient of the clinic and the hcp had informed the patient that the pump was not working and had been off for 27 days. The patient stated that despite informing her that they were feeling better and asking for the pump to remain off, the hcp proceeded with restarting the pump. The first attempt failed and the hcp left the room for a significant amount of time and then returned to initiate the second attempt. The patient stated that this time, the attempt was successful, however, the hcp then left the room again for a significant period of time. When the hcp returned, they told the patient that they had to immediately adjust the pump dosage to the lowest level. The hcp seemed concerned and commented that they thought it couldn't be restarted after the pump was off for more than 48 hours. When the patient left the appointment to drive home, they began to experience some symptoms. The patient felt disoriented and had difficulty driving. It took the patient an hour longer than normal to drive home for a trip that they had made numerous times. Upon arriving home, the patient told their wife that they felt disoriented and was having trouble maintaining their balance and needed to lay down. The patient stated that they attempted to rest and when they tried to stand up, their legs had become weak. The following day, (B)(6) the patient's symptoms has worsened. The patient was experiencing hallucinations, difficulty taking a breath, dizziness and the bed felt like it was spinning. The patient was unsure of what was wrong and stayed in bed and told their wife they were sick. That evening, the patient shared their symptoms with their wife and she identified that they were the same symptoms that the hcp had told the patient to watch for after their previous pump surgery, which would indicate an overdose. The patient's wife contacted the hcp via text message and communicated the symptoms the patient was having and indicated that she was concerned it was an overdose. The hcp replied that they did not think the pain pump was causing the patient's issues. The hcp then called the patient's wife to further the conversation. The patient's wife repeatedly questioned the symptoms being consistent with an overdose, especially the difficulty breathing. The hcp remained very confident that it could not be the pain pump as it was set to the lowest setting, and the symptoms were due to another issue. The patient stated that due to the hcp's high level of confident, the patient did not immediately go to the emergency room and though it must be the flu or something else. That night, the patient attempted to get up and fell. The left side of the patient's abdomen hit a treadmill, and their head hit a dumbbell on the floor. After regaining the ability to move, being disoriented and they got back into bed and stayed there. When the patient's wife checked on the patient, they were not coherent enough to explain the fall they had and did not have her turn of the light. The next morning, the patient's wife observed the lump and bruising on their head and face and took them to the emergency room. The patient's wife was informed by an emergency room doctor that they were experiencing overdose symptoms and had a very serious head injury. The patient stated that the hcp asked the patient's wife if there was anyone at the hospital that could turn off their pain pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.